Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination of lead, it was noted that there was over-sensing due to lead noise on the right ventricular (rv) lead. Noise was not reproducible in the clinic. Programming changes were made to the rv lead. The patient was in stable condition.